Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens was torn while advancing through the injector. The lens was removed without any patient incident.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens was received with half of the optic and both haptics missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.